Manufacturer narrative:
The user facility did not return the subject device for eval. However, an olympus' rep visited the user facility and inspected the subject device and no problem was found. The user facility continues to utilize the subject device and no further issues reported. The user further reported that the stem of the polyp was large and substantial time was required for the polypectomy procedure, which likely resulted in heat denaturation, and blood coagulation. The user supplied air to the bowels while clipping the polypectomy site, which likely caused or contributed to the pt's outcome. The exact cause of the reported event could not be conclusively determined; however, user's technique could not be ruled out as a contributory factory. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that a pt sustained perforation after undergoing a therapeutic colonoscopy with polypectomy. The pt returned to the hospital the next day of the procedure due to bloody bowel discharge, stomach ache, and fever. The physician examined the pt and reportedly discovered a perforation in the polypectomy site. The physician utilized a clip on the polypectomy site due to blood coagulation. The pt was then transported to another hospital for surgical intervention. The pt was reported to have recovered from the surgery.